Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to myopotential oversensing on the near field channel was observed. Programming changes were made and some isolated myopotential inhibition was seen. It was later reported that additional programming changes have corrected the behavior at this time.